Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was contrast and blood in the inflation lumen and balloon. There was blood in the guidewire lumen. The balloon was loosely folded. The device was soaked for a period of time to break up the blood and contrast in the balloon and then prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a longitudinal tear 15mm in length 4mm from the tip of the device. The device failed to inflate to rated burst pressure.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. A 2.75mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient status was good.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. A 2.75mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient status was good.